Manufacturer narrative:
The customers products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory using a stago analyzer with stago brand reagent. The meter result was >6.0 inr and the laboratory result within 2-3 hours was 4.0 inr. On (B)(6) 2019, the result from the laboratory was 3.3 inr and the result from the meter within 2-3 hours was 4.4 inr. The therapeutic range was 3.0-3.5 inr. The customer states she has been slowly decreasing warfarin over the last few weeks based on the laboratory results.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.9 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.